Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that their implant has flipped inside their body and they are not getting the shock in the right place. The patient stated it shocking down their legs but it should be stimulating their back. Patient stated their pain specialist wants to call and have a manufacturer representative (rep) meet them at their office to see if they can get the implant back up or where it belongs. Agent asked patient if their implant flipped and patient said yes, about 3 years ago. The patient was redirected to their healthcare provider to further address the issue.